Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter was sent to the customer.